Event description:
Customer reported that while trying to program more insulin, the insulin pump's buttons stopped responding and the screen froze. Customer reported that she replaced the battery, but the problem persisted. Customer reported that the insulin pump had recently been exposed to water. Blood glucose level at the time of the call was not provided. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed button error and no button response due to corroded keypad traces. No frozen screen noted. The device was received with cracked display window corner, broken reservoir tube lip, belt clip slot, and minor scratched display window.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).